Manufacturer narrative:
The failed samples will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leak/break @ wing connection.

Manufacturer narrative:
There were two (2) occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2022-00048, 2245270-2022-00049. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received two nutriline catheters for evaluation. Sample 1 was shortened at its 18 cm marking and a microclave was attached. Sample 2 was shortened at its 16 cm marking and a fixation and plaster was used. Both catheters were leaking next to the fixation wing. Microscopic examination shows that the catheters were indeed partly torn out of the fixation wing. Typical signs of a rough and uneven fracture plane and some stress whitening were visible unfortunately, no batch information was provided therefore, no batch history record could be checked. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Thus, no corrective action was initiated by quality management, as there are no indications of a manufacturing defects corrective action: based on the investigation, each catheter is leak and flow tested before packaging. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action is initiated by quality management this failure will be monitored for future actions.

Event description:
Leak/break @ wing connection.